Event description:
The customer reported via phone call that she had an issue when she changed the infusion set at night. Customer did not do it right and it resulted in a blood glucose of 400 mg/dl. Customer declined a transfer to the helpline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.